Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6), 2025, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e1309 captures the reportable event of retention. Impact code f1905 captures the reportable event of the cutting the sling.

Event description:
It was reported that following a sacral colpopexy procedure, the patient initially passed the voiding trial. However, a few days later, the patient returned with a high post-void residual (pvr). A foley was reinserted for a few days; however, the patient did not pass the voiding trial again. As a result, the physician decided to cut the sling. During the revision case, the sling was easily located and cut. The patient could void normally following the procedure. There were no further patient complications.